Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 06/12/2026, around 9am, the patient woke up and felt nauseous. The cgm reading was 90 mg/dl, there were no bg taken and did not take any medication. Around 3:00 pm the cgm reading was still 100 mg/dl. The patient experienced nausea, so he and his girlfriend decided to visit a healthcare facility. At that time, they checked bgm which was 371 mg/dl and the cgm was still 100 mg/dl. No medication was provided from at facility care. The staff at the healthcare center advised them to go to the hospital due to diabetic ketoacidosis (dka). Around 4:00pm they went to the hospital; there the patient was diagnosed with dka. The staff removed the sensor and started providing insulin (IV). The following day, (B)(6) 2026, the patient was discharged in stable condition (less than 24 hours). On (B)(6) 2026, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the c zone of the parkes error grid at the healthcare center. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.